Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated troponin (accutni) results above the ami cut-off generated by the synchron lxi 725 clinical system for two patients. Upon repeat, the results were in a lower clinical category. The erroneous results were not reported outside the laboratory and there was no injury or affect to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Samples were collected in bd lithium heparin plasma tubes and centrifuged for 7 minutes at 3200rpm. Samples were not short draws and were not lipemic or hemolyzed and no fibrin was noted. Qc was within the customer's established ranges at the time of the event. System checks were within specifications. A field service engineer (fse) was on-site (B)(4) 2011. Fse inspected ultrasonics, alignments and pumps and per instruction of hardware specialist put on high sensitivity system check which failed. Fse returned on-site the next day to address erratic high results and investigated reasons for the failed high sensitivity system check from the previous day. Per fse, the root cause was the bearing in the wash valve cap which was the old style and had dried rust in it. Fse cleaned valves since the valve cap had developed condensation which moistened the rust which then got into the wash valve causing the valve disc and rotor to get scarred. After cleaning, replacing the rotor, disc and seal, fse ran qc and calibrations and verified system per established specifications. Additional mdrs submitted documenting erroneous results on different days at this customer's laboratory are shown below: 2122870-2011-04825, 2122870-2011-04826, 2122870-2011-04890.